Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and back pain ('lower back pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus, infection, genital haemorrhage, prehypertension, obesity, allergic rhinitis, genital herpes, overactive bladder, gerd, constipation, calculus kidney, nausea, abdominal pain, burning sensation and oligomenorrhea. Previously administered products included for an unreported indication: paraguard in 2012. Concurrent conditions included headache, flank pain, lithotripsy, iron deficiency anemia, urinary frequency, burning micturition, groin pain and hydronephrosis. Concomitant products included ferrous sulfate (ferosul) since 2014, ibuprofen, morphine, norethisterone acetate (norethindrone acetate) since (B)(6) 2018, ondansetron (zofran), oral contraceptive nos since (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain (seriousness criterion medically significant), adnexa uteri pain ("left ovarian pain"), mood altered ("hormonal changes describe: emotional changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (not specified). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, adnexa uteri pain, mood altered, vaginal haemorrhage, menorrhagia, depression, anaemia, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anaemia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was planning for essure removal due to complications and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Computerised tomogram - on (B)(6) 2016: there is retrograde injection of the left upper tract which showed no sign of dilatation but there appeared to be a filling defect in the renal pelvis. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes. Essure migrated. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anemia and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events- lower back pain, device migration, left ovarian pain, emotional changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss. Concomitant drugs, medical history, reporter information , lab data were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.